Event description:
It was reported via repair work order that the head end and foot end jacks were stuck and could not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit could not be located by the user facility for the technician to evaluate. The customer was informed to contact the technician if the unit is located and if they are still experiencing the same issue.

Event description:
It was reported via repair work order that the head end and foot end jacks were stuck and could not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.